Manufacturer narrative:
Review of results: crrid: the sample was 2+ positive for cell 3 the only homozygous e positive cell on the panel. Visually this reaction appeared positive. Cells 1 and 6 were heterozygous for e, were negative and appeared negative. Cells 1, 3, and 6 are the only e positive cells on the panel. The positive and negative control wells appear as expected with well scores of 0 and 100. Crrs 3: the sample resulted negative with all three cells. Cell ii appeared positive but was interpreted as negative. This cell is heterozygous for e and is the only e positive cell on the screen. Visually this reaction appears positive with a slightly fuzzy button and light pink background suggestive of red cells adherence. The positive control well appears as expected with a well score of 100. This issue was reported to customers in (B)(4) on november 25, 2009.

Event description:
Customer reported unexpected negative results when testing samples with capture-r ready screen 3 (crrs 3) on the echo. The sample was from a patient with a history of anti-e. No transfusion reactions were reported as a result of the negative reactions.